Event description:
It was reported to philips that while doing case got message low fluoro, emergency power active. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was undergoing diagnosis, which was aborted, and procedure was completed by moving patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the customer received an error message stating low fluoro, emergency power active. Upon troubleshooting with customer, the rse suggested the customer to get facilities involved to check for incoming 480vac feed. After this step provided by the rse, the reported issue didn¿t reoccur, and the system was returned to use in good working order.